Manufacturer narrative:
The lot number, 476892, reported by the customer was determined to not be a valid performa strip lot number. When the customer was contacted to confirm the lot number, the customer advised this set of strips was no longer available to return or to provide the correct lot number.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 230 mg/dl (strip lot 476892) and 73 mg/dl (strip lot 476246). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.